Manufacturer narrative:
The dealer stated that the pin on the left side hinge is loose causing the left side to push out farther than it is suppose to. RMA (B)(4) has been initiated for this issue. The product is to be returned for an inspection and evaluation.

Event description:
Customer alleges pin on the lift side hinge is loose not allowing the walker side to stay in place and left side pushes out more then it is supposed to. No injury alleged.